Event description:
Acute lead failure was reported as the right ventricular lead had no capture. Exit block or inner insulation failure is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.